Event description:
A report was received that the patient was having frequent ipg charging and connectivity issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient was having frequent ipg charging and connectivity issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.